Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module drive ran in locked position. It was further observed that the device would not charge, had component damage and the led warning light indicator for service was on. It was determined that the device would not run. It was further determined that the device failed pretest for general condition and lever function, check charging sockets, information button and self-test, charging and checking of power module in universal battery charger, checking in ¿off/lock¿ mode with handpiece, function test and saw test. It was noted in the service order that the device did not work and the module had an indicator warning light for service or internal damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device running in locked position identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).